Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+1.5/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.